Manufacturer narrative:
Device evaluation: two sample was returned for investigation. The returned samples were received in unused condition inside a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. For functional testing, the samples were filled with air (leak test) to see if there was any functional problem, then the cuff was measured for symmetry. The cuff was inflated symmetrically for two samples; complaint was not confirmed. No fault was found with the sample. Root cause was not addressed since the cuff had inflated symmetrically, and no corrective action was taken since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer reports two defective tracheostomy tubes: the cuff didn't inflate in one case and it partially inflated then deflated in the other. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.